Manufacturer narrative:
Section b5: corrected information - the controller that was unable to retrieve data (serial # (B)(6)) is addressed under this report. The controller that the patient was exchanged to and reportedly failed to alarm (serial # (B)(6)) is addressed under MFR # 2916596-2020-03482. Manufacturer's investigation conclusion: the reported event of being unable to retrieve any data on the system monitor when the controller was connected could not be confirmed as the system controller was not returned for analysis. Multiple requests for additional information were made to determine if the system controller will be returned for evaluation; however, the information was not provided. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 25oct2016. Heartmate ii instructions for use (IFU) section 4 "system monitor" explains how to use the system monitor, including how to collect log files and how to review the system controller event history on the history screen. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the pump off and driveline fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was not provided therefore UDI is not available. The details of the driveline fault alarm/ driveline issues were reported under the lvad pump serial number (B)(4), and primary system controller. The issues with the backup controller was initially reported under the lvad (B)(4) on MFR# 2916596-2020-03336, and on the controller MFR# 2916596-2020-03482, but was separated to address the failure to alarm. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented with multiple pump stops, occurring in the emergency department on battery power. Additional information states that patient has a history of clamshell repair proximal to driveline at controller level. There is a clamp on the driveline connecting to controller. Patient exchanged controller at home, when prior controller plugged in, it was unable to retrieve any data. No log files were sent. The current controller shows ¿driveline fault¿ when connected to monitor, but is not alarming and does not alarm or show yellow wrench/red heart when on battery.